Event description:
It was reported that the patient's low reservoir alarm date was on (B)(6) 2013, and information was requested regarding alarms. The patient was recently in the hospital for a week because he was sick and had heart problems. The patient had a refill appointment approximately two weeks prior to the date of this report, but the physician would not fill the pump because the patient had a (B)(6) infection. The patient noted they had been in the hospital prior to that and had gotten (B)(6) from the hospital. The patient had blood work done, had anemic problems, and was put on antibiotics. It was noted that the patient had his pump implanted in 2008. The patient was going to contact his health care provider regarding his pump refill. The pump was being used to deliver bupivacaine, baclofen and morphine. Additional information received reported that the pump was refilled prior to being empty. The patient outcome was reported as no injury. Additionally, the cause of the event was reported as "patient failed to get clearance" (regarding the pump refill). The pump contained a mixture of medications.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).